Event description:
Patient reported that her blood glucose level has been very erratic. Patient stated that her blood glucose level has been from 500mg/dl to low enough to make her faint. She gave herself orange juice to try and correct her blood glucose issues. The patient has had to contact the ems. Patient also stated that her doctor lowered her basal rates and that she has been under a tremendous amount of stress. She was advised to switch over to her back-up for device.